Event description:
Device data was transmitted and the information received on the remote transmission was reviewed by qualified personnel. It was determined there was undersensing on the atrial lead during an atrial arrhythmia. Patient is in atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4196 implantable pacing lead 2011 (B)(6); 5076 implantable pacing lead 2007 (B)(6). (B)(4).